Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient relative reported left side "tear in her left implant," "sharp pain and fluid leaking from her breast". Device remains implanted.

Event description:
Patient additionally reported "breast cancer," not related to the device. Device was explanted.

Event description:
Patient relative reported left side "tear in her left implant," "sharp pain and fluid leaking from her breast". Device remains implanted.